Event description:
Additional information has been received includes patient symptoms were resolved and there was no patient harm.

Manufacturer narrative:
The lens was returned submerged in clear solution inside a very small glass vial with a rubber stopper placed inside a self sealing, blue, non-company pouch. The lens was cut into pieces. The lens portions were removed from the liquid and allowed to air-dry. One haptic was broken in the gusset area. The broken haptic was not returned. The optic was scratched on the posterior surface near one haptic. The optic was cut into multiple pieces, typical of a removal. The optic portions had additional small cracked damaged areas. Associated product information was not provided. It is unknown if qualified associated products were used. The lens was returned cut into pieces. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified associated products were used. The instruction for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic visco surgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during the intraocular lens (iol) implant procedure, found scratch on lens. The lens was removed and replaced with another lens during the initial procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).